Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("I think on some level I've always suspected that my body has been trying to reject them"). The patient had a medical history of light periods. In (B)(6) 2011, the patient had essure inserted. In 2012 she experienced dysmenorrhoea ("chronic pain worsening when menstruating/ also periodic sharp pains in lower right abdomen"), headache ("beginning within a year of implantation I started experiencing extreme headaches during and after menstruation") and heavy menstrual bleeding ("very heavy bleeding where as before I had very easy to deal with, light periods"). On (B)(6) 2023 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune issues"). In (B)(6) 2023 she experienced rash ("unexplained rashes / skin rashes especially with sun exposure"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), depression ("depression"), fatigue ("fatigue"), amnesia ("memory loss"), dysstasia ("some mornings I can barely stand up due to the pain in my back and hips") and back pain ("back pain"). The patient was treated with surgery (complete hysterectomy scheduled on (B)(6) 2024). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, autoimmune disorder, rash, dysmenorrhoea, headache, heavy menstrual bleeding, dyspareunia, arthralgia, depression, fatigue, amnesia, dysstasia or back pain. The reporter commented: I've been having issues since implantation of device. Doctors didn't really seem to care. Pain and issues escalated in (B)(6) of 2023. Undetermined autoimmune condition, unexplained rashes, chronic pain worsening when menstruating, severe headaches and bleeding. Now I have to have a complete hysterectomy on (B)(6) 2024 to try and relieve my symptoms. Every well woman appointment I would ask if it could be because of the essure devices and was assured by the doctor that implanted them that it must be something else. I think on some level I've always suspected that my body has been trying to reject them but my doctors were always dismissive and didn't want to discuss my essure issues at all. Starting in (B)(6) of 2023 all previous symptoms continued and increased to include painful intercourse, extreme pelvic and hip pain, undefined autoimmune disorder, skin rashes especially with sun exposure. My entire quality of life has suffered these past 12-13 years. Some mornings I can barely stand up due to the pain in my back and hips. Depression, fatigue, memory loss and more. Still doctors tested for lyme and other disorders that could be causing all of these issues. In (B)(6) of 2023 I tested positive for an autoimmune disorder but further testing could not name a specific disorder. So still in a lot of pain with no answers. I then started researching and discovered many other women who were experiencing the same symptoms as myself and the one thing we all had in common was that we had essure devices implanted. All symptoms persist today and I am on several medications to help relieve pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-aug-2024: new events heavy manses, device rejection, dyspareunia, hip pain, depression, fatigue, amnesia, unable to stand & back pain are added. Outcome updated to not recovered resolved. Patients date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Extreme pelvic pain [pelvic pain female] bleeding [genital bleeding] autoimmune issues [autoimmune disorder] unexplained rashes / skin rashes especially with sun exposure [rash] chronic pain worsening when menstruating/ also periodic sharp pains in lower right abdomen [pain menstrual] beginning within a year of implantation I started experiencing extreme headaches during and after menstruation [frequent headaches] very heavy bleeding whereas before I had very easy to deal with, light periods [heavy periods] I think on some level I've always suspected that my body has been trying to reject them [device rejection] painful intercourse [painful intercourse] hip pain [pain in hip] depression [depression] fatigue [fatigue] memory loss [memory loss] some mornings I can barely stand up due to the pain in my back and hips [difficulty in standing] back pain [back pain] abdominal pain [abdominal pain] energy is increasing day by day [loss of energy] incontinence [incontinence] I¿m not able to sleep through the night [sleeplessness] still experiencing sensitivity to sun exposure [sun sensitivity] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("I think on some level I've always suspected that my body has been trying to reject them"). The patient had a medical history of light periods. In november 2011, the patient had essure inserted. In 2012 she experienced dysmenorrhoea ("chronic pain worsening when menstruating/ also periodic sharp pains in lower right abdomen"), headache ("beginning within a year of implantation I started experiencing extreme headaches during and after menstruation") and heavy menstrual bleeding ("very heavy bleeding where as before I had very easy to deal with, light periods"). On 01-jan-2023 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune issues"). In january 2023 she experienced rash ("unexplained rashes / skin rashes especially with sun exposure"), dyspareunia ("painful intercourse"), arthralgia ("hip pain"), depression ("depression"), fatigue ("fatigue"), amnesia ("memory loss"), dysstasia ("some mornings I can barely stand up due to the pain in my back and hips") and back pain ("back pain"). Essure was removed on 23-sep-2024. On unknown date she experienced abdominal pain ("abdominal pain"), asthenia ("energy is increasing day by day"), incontinence ("incontinence"), insomnia ("I¿m not able to sleep through the night") and photosensitivity reaction ("still experiencing sensitivity to sun exposure"). The patient was treated with surgery (complete hysterectomy on 23-sep-2024). At the time of the report, the asthenia was resolving, the headache, dyspareunia, arthralgia, back pain, abdominal pain, incontinence and insomnia had resolved and the pelvic pain, genital haemorrhage, autoimmune disorder, rash, dysmenorrhoea, heavy menstrual bleeding, depression, fatigue, amnesia, dysstasia and photosensitivity reaction had not resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, autoimmune disorder, rash, dysmenorrhoea, headache, heavy menstrual bleeding, dyspareunia, arthralgia, depression, fatigue, amnesia, dysstasia, back pain, abdominal pain, asthenia, incontinence, insomnia or photosensitivity reaction. The reporter commented: I've been having issues since implantation of device. Doctors didn't really seem to care. Pain and issues escalated in january of 2023. Undetermined autoimmune condition, unexplained rashes, chronic pain worsening when menstruating, severe headaches and bleeding. Now I have to have a complete hysterectomy on 09/23/24 to try and relieve my symptoms. Every well woman appointment I would ask if it could be because of the essure devices and was assured by the doctor that implanted them that it must be something else. I think on some level I've always suspected that my body has been trying to reject them but my doctors were always dismissive and didn't want to discuss my essure issues at all. Starting in january of 2023 all previous symptoms continued and increased to include painful intercourse, extreme pelvic and hip pain, undefined autoimmune disorder, skin rashes especially with sun exposure. My entire quality of life has suffered these past 12-13 years. Some mornings I can barely stand up due to the pain in my back and hips. Depression, fatigue, memory loss and more. Still doctors tested for lyme and other disorders that could be causing all of these issues. In february of 2023 I tested positive for an autoimmune disorder but further testing could not name a specific disorder. So still in a lot of pain with no answers. I then started researching and discovered many other women who were experiencing the same symptoms as myself and the one thing we all had in common was that we had essure devices implanted. All symptoms persist today and I am on several medications to help relieve pain I would like to report that I had my essure devices removed on 9/23/24 in an open abdominal surgery. They did a complete hysterectomy leaving only my ovaries. Since recovered I can say that my chronic pain in my hip/back/ and abdomen are gone. My bloodwork shows my inflammation markers have dropped considerably and are less than half of what they were a year ago. My headaches have gone away and my energy is increasing day by day. I am able to have intercouse again without it causing discomfort. I¿m able to sleep through the night and no longer experience incontinence. The only thing I can¿t confirm is whether I¿m still experiencing sensitivity to sun exposure but I¿m hopeful that too will be resolved. My only regret is that I didn¿t fight harder to have my essure devices removed years ago. I hope more will be done to educate women on the possibility that their body might not be compatible with these devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-dec-2024: new events insomnia, loss of energy, incontinence, exposure to sun, abdominal pain were added. Essure removal date added. Event outcome updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune issues"), dysmenorrhoea ("chronic pain worsening when menstruating") and headache ("severe headaches"). In (B)(6) 2023 she experienced rash ("unexplained rashes"). The patient was treated with surgery (complete hysterectomy scheduled on (B)(6) 2024). At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder had not resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, autoimmune disorder, rash, dysmenorrhoea or headache. The reporter commented: I've been having issues since implantation of device. Doctors didn't really seem to care. Pain and issues escalated in (B)(6) 2023. Undetermined autoimmune condition, unexplained rashes, chronic pain worsening when menstruating, severe headaches and bleeding. Now I have to have a complete hysterectomy on (B)(6) 2024 to try and relieve my symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune issues"), dysmenorrhoea ("chronic pain worsening when menstruating") and headache ("severe headaches"). In (B)(6) 2023 she experienced rash ("unexplained rashes"). The patient was treated with surgery (complete hysterectomy scheduled on (B)(6) 2024). At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder had not resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, autoimmune disorder, rash, dysmenorrhoea or headache. The reporter commented: I've been having issues since implantation of device. Doctors didn't really seem to care. Pain and issues escalated in (B)(6) 2023. Undetermined autoimmune condition, unexplained rashes, chronic pain worsening when menstruating, severe headaches and bleeding. Now I have to have a complete hysterectomy on (B)(6) 2024 to try and relieve my symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-aug-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.